Event description:
It was reported that this pacemaker has depleted from 14 years down to 12 years battery remaining and gets checked every 3 months. Boston scientific technical services (ts) explained that the battery fluctuates between checks. As of this time, this device remains in service. No adverse patient effects were reported.